Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force test were performed following j&j medtech procedures. Visual analysis found a foreign material at the surface on the dome area. The device was connected to the carto system, and it was recognized and visualized; however, error 106 was displayed on the screen. Then the handle was dissected and the sensor pads were measured and they were found out of specifications due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. Then, a fourier transform infrared spectroscopy (ftir) was performed and the foreign material shows vibrations correspondent to methacrylate-basecl material, slight variations suggest material modifications; however, source of origin and cause of changes remains unknown. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The foreign material was unrelated to the reported event, the potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: open circuit (c0205) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the force sensor issue and the insufficient adhesive application identified by bwi pal. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the foreign material found on the dome. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a foreign material on the dome area. It was initially reported by the customer that a force sensor error 106 was displayed on the carto 3 system when the catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 26-may-2025, the bwi pal revealed that a visual inspection of the returned device found a foreign material at the surface on the dome area. These findings are considered to be an MDR reportable malfunction.